Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that superior vena cava (svc) coil of the lead exhibited two high impedance measurements greater than two hundred ohms. The right ventricular (rv) lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.